Manufacturer narrative:
Other relevant device(s) are: product ID: 3708320, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The rep noted that electrodes 0 and 13 show impedance values greater than 10,000 ohms, but effective programming was accomplished without use of those electrodes. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID (B)(4) serial# (B)(4) implanted:(B)(4) 2018 explanted:(B)(4) 2018 product type extension. Product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2018 explanted: (B)(4) 2018 product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that no troubleshooting had been performed or actions taken with respect to complaint that it took 5 hours to recharge the generator. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient indicated it still took 5 hours to recharge the generator after 3.5 days of use and they were disappointed about that.